Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 5/28/99. He sought medical treatment for pain and swelling on 6/14/99. The ear was incised and drained and he was prescribed antibiotics.